Manufacturer narrative:
The reported event of noise was confirmed. A scanning electron microscope evaluation verified that all filars of inner coil were fractured at 44.5cm distal from the distal tip. The cause of the noise was isolated to the fractured inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient's right ventricular lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with multiple episodes of noise reversions on their right ventricular lead as well ventricular fibrillation episodes. The patient noted during an emergency department visit that they had received an inappropriate shock as a result of the lead noise. It was noted that the noise issue was known previously, although this was the first episode of shock. No intervention was reported. The patient was recovering.